Manufacturer narrative:
Age at median 58.6 years ranged (8 years old to 98 years), 247 (49.2%) males, and 255 (50.8%) females. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). (Literature): article: j.k. Stewart, et al. "Clinical implications of acute pelvicaliceal hematoma formation during percutaneous catheter nephrostomy insertion." Http://dx.doi.org/10.1016/j.clinimag.2017.02.009. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
Boston scientific corporation became aware of adverse patient events through the article "clinical implications of acute pelvicaliceal hematoma formation during percutaneous catheter nephrostomy insertion." Written by j. Stewart,et al. According to the literature, the aim of the study was to determine the clinical implications of acute pelvicaliceal hematoma formation during percutaneous catheter nephrostomy (pcn) insertion. Pelvicaliceal hematoma formation after pcn insertion is not uncommon; however, it is uncertain whether the presence and degree of pelvicaliceal hematoma is indicative of clinically significant hemorrhage, therefore, there is a need for its determination after the pcn placement, its impact on catheter and renal function. The study took place between january 1, 2005 and december 31, 2012 and included 502 patients, with 694 successful pcn placements, with medial age of 58.6 years (ranged from 8 years old to 98years), 247(49.2%) males, and 255 (50.8%) females, underwent percutaneous catheter nephrostomy (pcn) insertion. The pelvicaliceal hematoma formation were graded subjectively based on size relative to the renal pelvicaliceal capacity. Small, or grade 1 hematomas, were defined as a new filling defect occupying less than one-third of pelvicaliceal capacity. Moderate, or grade 2 hematomas were defined as occupying one-third to two-thirds of the renal collecting system. Large, or grade 3 hematomas were defined as occupying greater than two-thirds of the renal collecting system. If no pelvicaliceal hematoma was seen on the final procedural image, a grade 0 was assigned. There were 548 (79%) kidneys identified grade 0 or no hematoma (261 kidneys for right pcn, and 268 for left pcn, and 19 for transplanted kidneys); however, intra-procedural pelvicaliceal hematoma formation were identified in146 kidneys (21%), of these 8.2% or 62 kidneys were rated as grade 1 (23 kidneys for right pcn, 38 for left pcn, and 1 transplanted kidney); while 50 (7.2%) kidneys were graded 2 (both right and left pcn, and 2 for transplanted kidneys), and grade 3 for 34 (4.9%) kidneys (both right and left pcn, and 2 for transplanted kidneys). Complications of pelvicaliceal hematoma formation after a week of pcn placement in 21% of kidneys, were identified: only 2 patients having continued bleeding requiring angiographic intervention; while 3 patients with pelvicaliceal hematoma formation had a drop in hematocrit of n 5% and required a blood transfusion; 24 cases with pcn obstruction and/or low tube output; and 5 cases for delayed creatinine normalization. However, the hematoma was noted to resolve spontaneously within a week in many cases. It was also noted that the hematoma may be fragmented during catheter flushes and evacuate via the nephrostomy catheter. The article did not provide any further information regarding these patients. If any additional information is received, a supplemental report will be filed.